Manufacturer narrative:
(B)(4): device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastrectomy procedure, the device would not open. During the use of the device (reload ecr60d) it closed and would not open (not closed on patient's tissues). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened, fired and closed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Did they try to open the device at all? And did the device open?is there any other additional information you would like to share about this device or procedure?